Manufacturer narrative:
It was reported that a split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. This potential product quality issue is the root cause of both the noted cracking and tearing. The issue is being handled per internal operating procedures.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure. The patient's landing zone was 22mm and left atrial appendage (laa) depth was 14mm. During the procedure it was noted that there was resistance while attempting to insert the delivery sheath into the patient anatomy. Upon insertion of the delivery sheath into the patient's groin, the tip of the dilator split. The delivery sheath was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. It was noted there was also resistance while attempting to insert the second delivery sheath into the patient anatomy. After insertion of the delivery sheath, resistance was observed while attempting to advance the delivery sheath through the patient anatomy. The tip of the dilator also split. The second delivery sheath was removed from the patient and replaced with a new third delivery sheath. The amulet was not implanted due to left atrial appendage (laa) being too large for closure. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.